Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009 in regards to elevated accutni result generated on the access 2 immunoassay system for one patient. The patient sample was retested and the result was within the normal reference range. The initial elevated accu tni result was reported outside the laboratory. It is not known if there was any change to the patient's treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched for this event. Customer indicated that reagents were not properly loaded on the instrument during testing. Customer error is the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.